Manufacturer narrative:
Bayer case number: (B)(4). Recurrent bronchitis [bronchitis]. Tremor of hands, mainly the left hand [tremor of hands]. Otorhinolaryngology problem [ear, nose and throat disorder]. Daily tinnitus [tinnitus]. Vertigo when taking an elevator [vertigo]. Motion sickness [motion sickness]. Broken teeth [tooth fracture]. Gum pain despite visits to the dentist who cannot find an explanation [gum pain]. Depressive tendency [depressive disorder]. Burnout [burnout syndrome]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 31-mar-2025. The most recent information was received on 11-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of bronchitis ("recurrent bronchitis") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced bronchitis (seriousness criterion medically important), tremor ("tremor of hands, mainly the left hand"), ear, nose and throat disorder ("otorhinolaryngology problem"), tinnitus ("daily tinnitus"), vertigo ("vertigo when taking an elevator"), motion sickness ("motion sickness"), tooth fracture ("broken teeth") and gingival pain ("gum pain despite visits to the dentist who cannot find an explanation"). In 2018 she experienced depression ("depressive tendency") and burnout syndrome ("burnout"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to bronchitis, tremor, ear, nose and throat disorder, tinnitus, vertigo, motion sickness, tooth fracture, gingival pain, depression or burnout syndrome. The reporter commented: patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Recurrent bronchitis [bronchitis] tremor of hands, mainly the left hand [tremor of hands] otorhinolaryngology problem [ear, nose and throat disorder] daily tinnitus [tinnitus] vertigo when taking an elevator [vertigo] motion sickness [motion sickness] broken teeth [tooth fracture] gum pain despite visits to the dentist who cannot find an explanation [gum pain] depressive tendency [depressive disorder]. Burnout [burnout syndrome]. Case narrative: the below report was received by health authority (B)(4) (reference number: (B)(4) on 31-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of bronchitis ("recurrent bronchitis") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2018 she experienced burnout syndrome ("burnout"). On unknown date she experienced bronchitis (seriousness criterion medically important), tremor ("tremor of hands, mainly the left hand"), ear, nose and throat disorder ("otorhinolaryngology problem"), tinnitus ("daily tinnitus"), vertigo ("vertigo when taking an elevator"), motion sickness ("motion sickness"), tooth fracture ("broken teeth"), gingival pain ("gum pain despite visits to the dentist who cannot find an explanation") and depression ("depressive tendency "). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to bronchitis, tremor, ear, nose and throat disorder, tinnitus, vertigo, motion sickness, tooth fracture, gingival pain, depression or burnout syndrome. The reporter commented: patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Period of onset : year 2016 and subsequent. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.